Event description:
Reporter indicated that pt was hospitalized in 11/2002 for treatment of infection that developed following ncp system replacement surgery for generator end of service in 2002. The pt was discharged from the hospital in 11/2002 and is reportedly doing well after IV antibiotics at home. The physician believes that the pt should have no trouble continuing vns therapy.